Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted a "cassette not attached properly" message. Functional testing included use testing. The device was attached to a fluid filled cassette and was functioning properly; no alarms were noted. The downstream sensor was replaced as a preventative measure. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump kept alarming "cassette attached." It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.